Event description:
Customer's husband reported that on (B)(6) 2012 customer received an ER-2 message on the display of her adc blood glucose meter. Caller further reported that while driving customer experienced "dizziness, nausea, blurring of vision, sweating" and was "lightheaded", but could not test due to the error message. Customer denied self-treating. Customer was taken to a local healthcare facility emergency room, where she was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with an "insulin drip". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1254707) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: this meter will display an ER-2 message in the presence of very high blood glucose. All pertinent information available to abbott diabetes care has been submitted. (B)(4).